Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On (B)(6) 2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Analysis of the returned device was completed by on 04/08/2024. The results are below: the event log was reviewed, and it is confirmed that an abrupt power off took place during an infusion. This is seen on event 512 by the log_event_on without a log_event_off before it. It took place 77 ml's into a 138 ml infusion. During functional testing, the reported problem was duplicated. Upon powering on the device, the pump immediately showed a firmware error and promptly shut off on its own following the alert message. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.